Event description:
The nurse stated a 3-piece silicone lens model aq2010v tore upon insertion. The lens was implanted and removed without patient injury. The nurse also said the lens was cut into pieces when it was removed and cause of the lens damage was unknown. An msi-tm injector and aq cartridge fp were used, but the lot numbers were unknown.